Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an empty tubing or reservoir alarm/cassette was not properly attached (intermittent). There was no physical damage reported. The device was not dropped. There was no patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found no evidence of physical damage. A review of the event history log found high alarm cleared: cassette not attached properly. During the functional testing, the pump failed the downstream occlusion test. The customer reported complaint was confirmed. The cause of the issue was found to be a bad dso sensor. The dso sensor was replaced and calibrated. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.